Manufacturer narrative:
The ca 19-9 reagent lot number was 708245 with an expiration date of 30-sep-2024. The afp reagent lot number was 714211 with an expiration date of 31-oct-2024. The ca 125 ii reagent lot number was 717472 with an expiration date of 31-oct-2024. The cea reagent lot number was 725519 with an expiration date of 30-sep-2024. The he4 reagent lot number was 738513 with an expiration date of 31-jan-2025.

Event description:
The initial reporter questioned low results for multiple patient samples tested for multiple assays on a cobas e 801 analytical unit. Based on the data provided, discrepant results were identified for 7 patient samples tested for elecsys ca 19-9 (ca 19-9), elecsys afp assay (afp), elecsys ca 125 ii (ca 125 ii), elecsys cea (cea) and elecsys he4 (he4). Refer to the attached data for the discrepant results.

Manufacturer narrative:
A review of the sample foam detection images showed several samples that were insufficiently clotted and several samples with fibrin in the supernatant. Both of these issues can lead to clogged sample probes. The investigation determined the event was due to pre-analytical handling issues (poor sample quality).